Event description:
It was reported that while in the cath lab, the md inserted the intra-aortic balloon (iab) via the femoral artery. The clinician reported that the iab kinked in use. In 2007 update: the pump "kept saying to check the iab catheter. The staff tried a few different things. The iab was then exchanged with another iab with success.

Manufacturer narrative:
Evaluation: the intra-aortic balloon (iab) was returned. There was blood on the exterior of the iab. There was a kink in the catheter approximately 1 cm from the bifurcation. Teflon sheath was on the catheter approximately cm from the proximal end of the bladder. Spring wire guide (swg) and pump tubing were not returned. One-way valve was attached to the iab. A vacuum was pulled on the iab and held. A different swg was fed thru central lumen, but would not pass the kinked area. Iab was submerged and pressurized in water. No leaks were detected in iab or bladder. A device history record re-review was conducted on the iab and it met all specifications and passed all in-process testing. Conclusion: kinked central lumen and bent catheter.